Event description:
The customer reported via phone call that they received a button error alarm. The customer could not enter their blood glucose into the insulin pump due to the alarm. The customer's blood glucose was 46 mg/dl. Customer stated they treated their blood glucose with juice. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with moisture on the keypad traces. However, all of the buttons functioned properly and no button error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.